Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/05/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the one suture break several times or did more than one suture device break during the procedure?

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. It was reported that suture breakage occurred several times during tying the suture. There were no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/03/2020 the following information was requested, but unavailable: did the one suture break several times or did more than one suture device break during the procedure?